Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2009. It was reported that he was without stimulation and unable to communicate with the ipg via either his programmer or charging system. Efforts to recapture effective stimulation with the use of a replacement charging system proved unsuccessful. The pt's ipg was replaced on (B)(6) 2011 and effective stimulation was recaptured.